Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer is not properly cycling the cartridge. There was no adverse impact to customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.